Event description:
Additional information received reported that a pump explant was scheduled for (B)(6)-2013. The device system was used to infuse gablofen. The cause of the event was ¿end of live battery¿ normal battery depletion. It was noted that the patient would require hospitalization for ¿post op observation.¿

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s health care provider (hcp) called to schedule an appointment for pre-admission testing to replace the pump. The reporter thought the pump would last 10 years. The reporter also noted that the therapy was not working as well as they had hoped, and that they had not seen a big change in the patient¿s spasticity symptoms since having the pump. The reporter noted that when they increased the dosing to help the spasticity symptoms, the patient became very groggy. It was noted the patient was currently on a low dosage of baclofen. The reporter was redirected to the patient's health care provider (hcp). Additional information has been requested, but was not available as of the date of this report.